Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced, and a filament calibration was performed. The system was then found to be operating as intended.

Event description:
The customer reported that the screen was blank and the system was completely down. There is no report of pt injury associated with this event.